Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient was hard to arouse in the morning. The reporter indicated that the patient's blood glucose was tested and was found to be 2.8 mmol/l. The reporter stated that the time and date had reset to factory default upon a battery change however the patient did not realize the issue had occurred. The patient was reportedly treated with oral carbohydrate. This report is made based on the allegation that the patient experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. When the pump is rebooted, the pump displays the verification screen which requires the patient to confirm the time and date settings in order to proceed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Evaluation also revealed that the display screen was found to be scratched. Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.